Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported skin tear could not be conclusively determined. A review of the device history record of inspection results for this lot number confirmed that no nonconformances were identified related to the reported event and the product met abbott specifications.

Event description:
During a right atrial flutter ablation procedure a skin tear occurred. The system reference patch was placed on the right, midline axillary region and no skin preparation was performed. The case was completed and when the patch was removed, a skin tear was noted beneath the patch. The skin was treated with a bandage and there were no further issues.